Manufacturer narrative:
The facility reported the patient did not weigh himself properly. It does not appear that the incident is related to the machine.

Event description:
As reported by the user facility: reported that patient gained .1 kg instead of loosing programed amount. Patient admitted to ICU for fluid overload. Patient chose not to be treated again. Additional information provided by the facility indicated the patient did not weigh himself properly.